Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: the product was not returned to depuy synthes, however a photo was provided for evaluation. Visual inspection of the returned photo found that the device is shown in used condition. The spring pusher was found bent. No other issues were found. The overall complaint was confirmed as the observed condition of the meniscal deployment gun would have contributed to the complained device issue.¿ based on the investigation findings, the potential cause is traced to the spring pusher may have been damaged while loading the needle. As per IFU; provides the steps for a proper needle assembly. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported that during a meniscal repair surgical procedure, the firing trigger was damaged, and the spring could not be fired. Another device was utilized to successfully complete the surgery. There were no adverse consequences for the patient. The operation was completed without complications. No further details regarding the incident are available.